Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that a display wire was pinched and wire was exposed. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.